Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the recharging belt was broken. The consumer stated the last time they charged, they had all but 1 coupling bar but the ins battery did not seem to be increasing very much. The charge did not increase after an hour with 7 coupling bars. They stated the belt was now so damaged they could not charge at all. A replacement belt was sent. The consumer then reported they received the belt but they were only able to get 4-5 coupling bars that lasted for about 30 seconds but then lost all coupling, though the ins recharger still showed it was charging. No patient complications were reported as a result of this event.